Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop headaches and kidney failure. The details of the medical intervention that the patient required are currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop headaches and kidney failure. The details of the medical intervention that the patient required are currently unknown. The device was returned to the manufacturer's product investigation laboratory for examination. During the external inspection, unknown dust and dirt contamination was observed on the exterior base of the device and beneath the user interface (ui) knob. Internally, the base unit exhibited widespread contamination, with moderate dust accumulation noted in the blower and on the impeller. The seals were found to be discolored, although no structural damage was evident. The sound abatement foam appeared intact, showing no signs of degradation and returning to its original shape when compressed. There was no evidence of foam breakdown. The nature of the dust, dirt, and fibers found on the blower casing, impeller, and blower box was inconsistent with contamination resulting from degraded sound abatement foam. The presence of contamination throughout the airpath suggests that the source was external to the device. The device's event log was reviewed by the manufacturer, and several errors were found. The manufacturer concludes that it is unable to directly address the symptoms outlined in the complaint. However, the investigation confirmed that there was no evidence of sound abatement foam degradation or breakdown within the base unit. Additionally, the presence of contamination throughout the airpath was verified and is believed to have originated from an external source. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop headaches and kidney failure. The details of the medical intervention that the patient required are currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.